Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of necrosis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represents the galaflex 3d (device #1). An additional MDR was submitted to represent the galaflex 3d (device #2). Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral augmentation mastopexy using a vertical incision. Two pieces of galaflex 3d (device #1 and device #2) were used. On (B)(6) 2017, necrosis; left areola was reported. Patient was treated with medication (nitrobid, betadine wipes). Resolved with sequelae on (B)(6) 2018. Patient is reported to have a left areolar scar. As reported the patient¿s ae was assessed by the clinician as severe and a serious adverse event. Review by medical affairs identifies the reported necrosis is likely related to the device and serious.